Manufacturer narrative:
(B)(4), b5: describe event or problem ¿ correction h2: correction d4: serial no - additional d4: lot no - additional.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.